Event description:
The manufacturer received information about alice nightone device was returned to third-party service centre. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and no secondary findings were observed. During the evaluation the main pca has oxidation, spo2 presents physical damage were observed.

Manufacturer narrative:
In previous report evaluation results code grid and conclusion code grid was given incorrectly, in this report it was corrected. Box h was updated.